Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the lg cable connector fluid damage, the light guide fiber bundle (lcb) broken, the remote control button cracked, the lcb distal cover glass cracked, the ccd driver pcb corroded, the electrical connector corroded, the lg cable connector corroded, the shield cover corroded, the insertion flexible tube (ift) crushed, the light guide cable crushed, the distal body worn out, the angle wire hard to move, the insertion flexible tube (ift) lump/wave, the operation channel resistance, the suction channel kink, the angle wire grinding, the segment steel braid ruptured, the remote control button transformer breakdown, and the operation channel faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).